Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users did not have options on one station. A technical support specialist (tss) verified on the server that the station did not have override groups or areas configured. Further the tss guided customers to set up configuration. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all users did not have options available on vgh4np2 station. Customer tried to reboot the station however the efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.